Manufacturer narrative:
Additional information: a2, a3a, a4, b5 (applicator, treatment areas and dates), d1 and e1.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and submental area on (B)(6) 2017 using the cooladvantage+ applicator and to the upper arms on (B)(6) 2018 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2022 by a medical professional.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and presented with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen using a coolmini applicator, to the submental area on (B)(6) 2017 using the cooladvantage+ applicator and to the upper arms on (B)(6) 2018 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) after treatment. Patient underwent corrective surgery to the submental area on (B)(6) 2023.